Event description:
It was reported that this implantable lead exhibited pacing inhibition and oversensing due to lead fracture. Subsequently this lead was successfully explanted and replaced. No additional adverse patient effects were reported.